Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited white foreign material inside the tubes of the air/water tube and cylinder. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped in accordance with the specifications. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material and root cause cannot be identified. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.